Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was still at the hospital and experienced inaccurate cgm readings where reporter was unable to provide correct treatment as she believed that cgm from receiver was incorrect. The cgm was low (cannot provide exact value) and there was no bg performed. The patient had experienced a stroke which reporter said was caused by being unable to manage his glucose. The patient was taken to hospital and there the bg reading was 99 mg/dl and the cgm reading was 55 mg/dl. Reporter was unable to provide what medication or treatment was given to the patient. The patient was discharged on (B)(6) 2026. The patient required physical and speech therapy as he cannot speak or move properly. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect clinical code - movement disorder.